Event description:
It was reported that during a cardiac ablation procedure, after performing pulmonary vein isolation (pvi) with the loop catheter, atrial flutter occurred, prompting for cavotricuspid isthmus (cti) ablation. Following four applications of energy, st elevation was observed and ventricular fibrillation (vf) occurred approximately five times, each lasting about two seconds. Administration of medications such as nitroglycerin and atropine sulfate led to a return to sinus rhythm and blood pressure stabilized. At the time of hemostasis, the patient was conscious, responsive, and able to exit in a stable condition. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.